Event description:
It was reported that the physician's programming wand was not working. Troubleshooting was performed, including replacing the batteries, exchanging programming systems, replacing the serial adapter cable, and checking for presence of potential electromagnetic interference with no success. Information at this time reasonably suggested a wand malfunction. The suspect wand and attached usb-serial adapter cable was received by the manufacturer on 06/06/2016. Product analysis completed on 06/17/2016 showed that the reported failure could not be reproduced on the wand, and the device performed within specifications. Product analysis for the returned usb to db9 cable was completed on 07/08/2016. The returned usb to db9 cable was connected to a known good wand and tablet. Attempts to perform an interrogation were performed, but were unable to be completed. The serial cable's db9 hood was opened and it was identified that the white data- and green data+ wires were no longer soldered on the serial cable pcb. The identified cause of the anomaly was mechanical stress. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. Attempts for additional pertinent information have been unsuccessful to date.